Event description:
A discordant cardiac troponin I (tniu) result was obtained on one patient sample, which was tested in duplicate on an advia centaur xp instrument. The discordant tniu result was not reported to the physician(s). The sample was repeated in duplicate. The repeat results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the system water pressure, which was low. The cse corrected the system water pressure and checked the wash and aspiration probe alignment. The cause of the discordant tniu result is unknown. The cse successfully ran qc for all assays. The instrument is performing within specifications. Further evaluation of the device is not required.